Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and a competitor right atrial lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The cause of the impedance issue was not determined. The device was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.